Manufacturer narrative:
Upon field service maintenance at the site by a field service engineer, a fault error 263 was showing. The error log was downloaded from the flash card and uploaded to the work order. The ribbon cable connections and all the connectors were checked. The graphics card and fp controller were reinstalled. The system was then checked, and all functional tests passed successfully. The system was then ready for use following troubleshooting.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation it was reported that a farastar ablation generator was selected for use. During the procedure, while used in the patient, the device presented the error codes 301 and 263. The error 301occurred directly after delivering the first application in left superior pulmonary vein (lspv). The physician tried to fix the position of the basket, that was in ideally shape and position. After that a 263-error was displayed. The console turned off and on four times in combination with the red button (emergency stop). There was the same 263 error every time before delivering the application. Therefore, it was decided to cancel the procedure and reschedule it. No patient complications were reported. The product is not returning for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that a farastar ablation generator was selected for use. During the procedure, while used in the patient, the device presented the error codes 301 and 263. The error 301occurred directly after delivering the first application in left superior pulmonary vein (lspv). The physician tried to fix the position of the basket, that was in ideally shape and position. After that a 263-error was displayed. The console turned off and on four times in combination with the red button (emergency stop). There was the same 263 error every time before delivering the application. Therefore, it was decided to cancel the procedure and reschedule it. No patient complications were reported. The product is not returning for analysis.